Event description:
It was reported that the patient was underwent fusion l3 to l5 via a posterolateral approach using rhbmp-2/acs placed in the posterior elements. Post-op, the patient developed increasing low back pain and bilateral leg cramping and weakness. Severe pain and symptoms compelled the patient to undergo a revision surgery. The patient continues to experience severe pain. These serious injuries prevent him from practicing and enjoying the activities of daily life that he enjoyed pre-operatively, and he has otherwise suffered serious and permanent injuries.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012, the patient was pre-operatively diagnosed with severe lumbar stenosis secondary to ligamentum flavum hypertrophy and facet hypertrophy, with foraminal stenosis secondary to disk herniations at l3-4 and l4-5, with neurogenic claudication and underwent l3 bilateral laminectomies, inferior facetectomies, complete bilateral l4 laminectomies, inferior facetectomies, complete superior facetectomies, l5 bilateral laminectomies, superior facetectomies, l2 partial laminectomy and medial facetectomy, with excision of ligamentum flavum hypertrophy at l2-3, bilateral diskectomies at l3-4 and l4-5 for decompression of bilateral disk herniation, central disk herniation with anterior arthrodesis, l3-4 and l4-5, and posterolateral intertransverse arthrodesis using locally harvested, morselized bone, bone morphogenic protein, and segmental screw-rod instrumentation, with harvest of local graft. As per op-notes, ¿once the disk herniations were adequately resected, along with the disk and the disk space, the end plates were cleaned of all disk and cartilage material. The nerve roots were found to be well decompressed as palpated. The neuroforamen was palpated using a probe. The interbody spacer was sized at 1ox32. This was opened on the back table, packed with rhbmp-2 and locally harvested, morselized bone, and impacted into on at l3-l4 and l4-l5, and final positioning performed with the positioning temperature.¿